Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a power source alert while the pump was plugged into a power source to charge. Despite trying multiple usb cables and adapters the pump did not charge. Reportedly, the customer left the pump plugged into a power source and the pump began charging. There was no reported impact to customer's blood glucose level.